Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to breakage of light guide bundle the illumination was uneven, the light guide lens was cracked, the bending section cover rubber adhesive was cracked, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, due to wear of the angle wire the play of the up/down knob was out of the standard value, the image guide protector had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced light problem. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the jet tube was found with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on correction to h7, h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.